Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is 3 of 5 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Additional pro-codes: kwp; kwq; mnh; mni; osh. Complainant part is not expected to be returned for manufacturer review/ investigation. (B)(4). Without a lot number, the device history records review could not be completed as no product was received. Investigation summary: product was not returned. It has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: patient returned to theatre for revision of left sided rod pull out from a viper sai 8 x 80mm screw. Patient experience a post-op device malfunction and rod disengaged from sai screw. Pt experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing and require revision surgery or hardware removal. Device was explanted due to rod pull out sai screw. Patient status/ outcome/ consequences is unknown. Device was disposed of. This report is for one (1) viper2 straight rod480mm, cocr. This report is 3 of 3 for (B)(4).